Event description:
Child was receiving 12-month vaccine injection on (B)(6) 2019. Prevnar was injected into patient's left thigh. Patient started kicking. When needle was removed, it was reported that the needle tip broke off from the hub and was left behind in the patient's leg. Patient had to undergo a procedure to have the needle tip removed.